Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.4 had medication jam. A field service engineer cleared medication jam on drawer 4.4 and tested drawer in hardware test application. Proactive inspection process was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, mini matrix drawer was jammed and unable to open the customer stated that this malfunction occurred when dispensing medications and there was a delay in patient care workflow. There were no adverse events or injuries reported due to this event.